Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager reported that a combi set blood leak occurred from the tubing line two hours and nineteen minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the blood leak as the blood pump was immediately stopped and treatment was immediately terminated. A fresenius 2008t machine and fresenius 180nre dialyzer were being utilized for the treatment. No visible damage was identified on the set prior to use. The patient's blood was not returned. Immediately following the event, the patient did not want to resume treatment and the remaining treatment was cancelled. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The set was available to be returned for manufacturer evaluation.

Event description:
A user facility nurse manager reported that a combi set blood leak occurred from the tubing line two hours and nineteen minutes after initiation of a patient¿s hemodialysis (hd) treatment. Caroline stated the blood leak occurred from the tubing line below the drip chamber of the combiset. The machine did not alarm with the blood leak as the blood pump was immediately stopped and treatment was immediately terminated. A fresenius 2008t machine and fresenius 180nre dialyzer were being utilized for the treatment. No visible damage was identified on the set prior to use. The patient's blood was not returned. Immediately following the event, the patient did not want to resume treatment and the remaining treatment was cancelled. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Caroline stated the sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Additional information: b4 correction: d9 initial submission device available should have been selected as "yes", h3 initial submission device evaluated by manufacture should have been selected as "no" and if no, (attach page to explain) or provide code should have been selected as "device evaluation anticipated, but not yet begun" plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Additional information.

Event description:
A user facility nurse manager reported that a combi set blood leak occurred from the tubing line two hours and nineteen minutes after initiation of a patient¿s hemodialysis (hd) treatment. Caroline stated the blood leak occurred from the tubing line below the drip chamber of the combiset. The machine did not alarm with the blood leak as the blood pump was immediately stopped and treatment was immediately terminated. A fresenius 2008t machine and fresenius 180nre dialyzer were being utilized for the treatment. No visible damage was identified on the set prior to use. The patient's blood was not returned. Immediately following the event, the patient did not want to resume treatment and the remaining treatment was cancelled. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Caroline stated the sample was discarded and was no longer available to be returned for evaluation.